Event description:
It was reported that a patient experienced a break in aseptic technique during peritoneal dialysis therapy, resulting in peritonitis. The breach in aseptic technique was further described as touch contamination. On an unknown date, prior to the event onset, the patient experienced manifestations of abdominal pain and diarrhea. On the same day as the event onset, the patient was seen in the emergency room and released that same day. Also on that same day, the patient was treated with intraperitoneal vancomycin (dose and frequency not reported) and oral levaquin (dose and frequency was not reported) for peritonitis. The vancomycin was discontinued that same day. Also on the day of the event onset, the patient was retrained on proper aseptic technique. The patient had not recovered from the peritonitis. Four days after the event onset, the patient again went to the emergency room with manifestations of abdominal pain, fever, and cloudy effluent and diagnosed with peritonitis. On this day, the patient was admitted to the hospital for the event. Also this same day, the levaquin was discontinued and the patient was started on unspecified intravenous antibiotics (dose, frequency, and duration not reported) for peritonitis. Three days later, the unknown antibiotics were discontinued and the patient was started on oral levaquin (dose, frequency, and duration not reported) for peritonitis. Dianeal therapy remained ongoing. At the time of this report, the levaquin remains ongoing and the patient is recovering. No additional information is available.

Manufacturer narrative:
Complaint no: (B)(4). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.